Event description:
As reported by the (B)(6) study, approximately forty eight hours post index procedure the patient experienced the event of stent thrombosis and embolic stroke. The patient is a (B)(4) year old female who was enrolled in the (B)(6) study for stenting of the carotid artery. The target lesion location was the proximal left internal carotid artery (ica). The vessel was described mildly calcified. The rate of stenosis was 90%. An angioguard (501814rmc/ lot 70113400) embolic protection device was advanced and deployed distal to the lesion. The lesion was pre-dilated and a precise (pc0630rxc/ lot 15704203) stent was deployed without difficulty. The angioguard was removed and the procedure was successfully completed. There were no reported neurological events during the index procedure. Upon inspection of the filter basket it was noted that there was debris in the basket. The patient was neurologically intact when taken from the angio suite. The patient was discharged the next day with aspirin and clopidogrel prescribed. Forty eight hours post procedure the patient suffered a neurological event. The diagnosis was a stroke. The stroke was an embolic stroke caused by emboli that was released during the stent placement and was considered iatrogenic from the stent placement. The onset was sudden. Recovery is unknown. The event lasted less than twenty four hours. It was also noted that the carotid stent had thrombosed. The physician believes the thrombosis was caused by emboli. There was no intervention performed for the stent thrombosis, as the patient was on IV heparin and discharged home on asa and plavix. The patient has no history of clotting disorders. The events were evaluated and determined to be unrelated to the index procedure and unrelated to the cordis products.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2013-00095 and 9616099-2013-00417.

Manufacturer narrative:
Additional information was received and the following was noted. During the index procedure flow was sluggish through the distal system with no flow past the stent and filter basket. Aspirations of the filter basket were performed. Also, there was vasospasm beyond the stent which was treated with nitroglycerin. Pre stent deployment imaging demonstrated a high grade, approximately 90% focal stenosis of the proximal left internal carotid artery (ica). Pre-angioplasty dose of nitroglycerin 250 micrograms was administered. Roadmap imaging was performed and the filter wire was passed into the distal internal carotid artery and successfully deployed. Flow was verified through the filter. Pre-dilation of the lesion was performed with a 4mmx30mm aviator balloon. Flow was demonstrated through the distal system although it was sluggish. A 6x30 precise stent was then placed. There was no post dilation performed. Follow up angiography revealed an occlusion of the filter basket with no flow past the stent. An export catheter was then placed and three passes were performed. Follow up imaging revealed a widely patent stent with flow past the filter basket. Final cerebral imaging showed some residual vasospasm and a second dose of nitroglycerin was given. Post deployment imaging showed a widely patent stent as well as filling in the mca and posterior cerebral artery. The filter was successfully retrieved and removed. Patient was alert and awake and following commands and moving all extremities throughout the procedure. The patient was taken to recovery in stable condition. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2013-00095 and 9616099-2013-00417.

Manufacturer narrative:
As reported by the sapphire study, approximately forty eight hours post index procedure the patient experienced the event of stent thrombosis and embolic stroke. During the index procedure flow was sluggish through the distal system with no flow past the stent and filter basket. Aspirations of the filter basket were performed. Also, there was vasospasm beyond the stent which was treated with nitroglycerin. Pre stent deployment imaging demonstrated a high grade, approximately 90% focal stenosis of the proximal left internal carotid artery (ica). Pre-angioplasty dose of nitroglycerin 250 micrograms was administered. Roadmap imaging was performed and the filter wire was passed into the distal internal carotid artery and successfully deployed. Flow was verified through the filter. Pre-dilation of the lesion was performed with a 4mmx30mm aviator balloon. Flow was demonstrated through the distal system although it was sluggish. A 6x30 precise stent was then placed. There was no post dilation performed. Follow up angiography revealed an occlusion of the filter basket with no flow past the stent. An export catheter was then placed and three passes were performed. Follow up imaging revealed a widely patent stent with flow past the filter basket. Final cerebral imaging showed some residual vasospasm and a second dose of nitroglycerin was given. Post deployment imaging showed a widely patent stent as well as filling in the mca and posterior cerebral artery. The filter was successfully retrieved and removed. Patient was alert and awake and following commands and moving all extremities throughout the procedure. The patient was taken to recovery in stable condition. Forty eight hours post procedure the patient suffered a neurological event. The diagnosis was a stroke. The stroke was an embolic stroke caused by emboli that was released during the stent placement and was considered iatrogenic from the stent placement. The onset was sudden. Recovery is unknown. The event lasted less than twenty four hours. It was also noted that the carotid stent had thrombosed. The physician believes the thrombosis was caused by emboli. There was no intervention performed for the stent thrombosis, as the patient was on IV heparin and discharged home on asa and (B)(6). The patient has no history of clotting disorders. The events were evaluated and determined to be unrelated to the index procedure and unrelated to the cordis products. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction. Cerebrovascular accident is a well documented potential complication of carotid artery interventions and is listed in the IFU as such. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Local vasospasm can be caused by the outward radial force and axial friction of the filter¿s basket, or by the device manipulations inherent in any procedure causing endothelial irritation. A carotid vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow to the brain. Treatment of arterial spasms may include medications such as nitrates and calcium channel blockers. There is no indication that the event is related to the device manufacturing process; therefore no corrective actions will be taken at this time. Review of the information suggests that patient, pharmaceutical, vessel and procedural factors may have contributed to the reported events. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2013-00095 and 9616099-2013-00417.